Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath and gasping for air awake and in sleep. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found dark keratin particles on the blower box outlet port. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer concludes contamination of dark keratin particles found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.